Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.

Event description:
It was reported regarding plum 360, the pump emitted sparks for a few seconds followed by black smoke and a burning odor while in stand-by mode and connected to ac power. The device was connected to an infusion set and a 10% glucose solution, which was not being infused at the time. No alarms were generated by the device. The burning odor persisted for approximately 10 minutes; however, no visible sparks or smoke were observed upon subsequent assessment. There was patient involvement with no injury or adverse event reported.